Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The three additional perclose proglide devices are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement in an unspecified vessel was attempted with four proglide devices, using a pre-close technique, prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, all four proglide devices had suture breaks during suture harvesting. The tavi procedure was completed and the method of achieving hemostasis was unspecified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The reported suture break was confirmed as the device was returned with a suture retrieval issue. Although it was reported that the suture detached, the event is classified and analyzed as suture retrieval issue as the difference between the two failure modes is often not discernable to the user. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with proglide devices, via a 6f sheath using a pre-close technique, prior to a balloon valvuloplasty procedure. The suture of one proglide device was successfully preplaced using the pre-close technique. Reportedly, two proglide devices had suture breaks during suture harvesting. The sheath was upsized to 9f and the valvuloplasty was completed. The successfully preplaced sutures of three proglide devices were used to achieve hemostasis. The additional information indicates 2 proglide devices had suture breaks in this case, not 4 as initially reported. The third and fourth proglide devices, referenced on the previous medwatch report, were used during tavi procedures on 2 other patients. Additional medwatch reports will be filed for the third and fourth devices used in other patients.